Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the login screen was not populating. The technical support specialist updated windows configuration, checked for rss update agent, restarted and launched the application and attached an article of "med application not launching automatically; station at blue screen" to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the login in screen was not coming up. The customer stated that this malfunction occurred while dispensing medication to the patient care. The user managed to get medication from another station. There were no adverse events or injuries reported based on this event.